Manufacturer narrative:
Product analysis: analysis of the device logs was performed and was able to confirm the device experienced a bluetooth disconnection for an unknown reason. The base reconnected with twelve seconds but the use restarted the application. It was also noted that there was high bluetooth latency between the patient connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not allow for pacing mode selection or change and a red question mark popped up on the mode selection screen. The programmer application had to be restarted. The programmer remains in use. No patient complications have been reported as a result of this event.